Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: esheath distal tip torn. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for resistance between system components causing difficulty advancing through sheath and sheath distal tip tear were confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Available patient data indicate a minimum luminal diameter of 6 mm; however, the degree of vessel tortuosity and calcification remain unknown. Without 3mensio imaging, the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our affiliates in australia, it was a case of a 29 mm sapien 3 ultra resilia implanted in the aortic position by right transfemoral approach. During the procedure, resistance was noted when the commander delivery system reached the tip of the esheath+, with a feeling of the valve getting caught on the distal part of the sheath. Furthermore, a esheath+ distal tip tear was observed. No difficulties were reported during delivery system withdrawal or esheath+ removal. No patient injury was reported, and the final patient status was stable.

Manufacturer narrative:
Investigation is ongoing.